Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service. A visual inspection, review of the alarm log, and functional test were performed. The f-38 alarm was identified during functional test. The cause of the condition was determined to be force sensing resistors (fsrs) out of specifications. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.